Event description:
A nurse reported that during the cataract surgery, bubbles were released from the vitrectomy probe. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).